Event description:
Bard powerport adverse event: (B)(6) 2023 had bard powerport surgically placed for chemotherapy infusions. Area seemed average and expected for healing. Port was accessed (B)(6) 2023 for chemotherapy infusion #1: nothing unusual noted. Port was accessed (B)(6) 2023 for labs. Port was accessed (B)(6) 2023 for chemotherapy infusion #2. (B)(6) 2023 - the insertion/incision site where port was placed under the skin was tender, breaking open, and discharging pus. I contacted my care provider and a blood draw was taken on (B)(6) 2023 accessing the port. (B)(6) 2023 port was accessed for labs. (B)(6) 2023 port was accessed for chemotherapy infusion - there was inflammation and redness noted several hours after the chemotherapy infusion was complete, but initially I thought this to just be related to chemotherapy side effects. Over the next 48 hours there was rapid change and worsening symptoms, all indicative to a severe infection : fever, red streaks, extreme tenderness and redness, and head to toe pain, I could barely move the arm on the affected side, severe weakness. (B)(6) 2023 I reported to the clinic and with only a visual observation of my physical state, it was determined to remove the port asap, and I was started on a high powered broad spectrum antibiotic to begin fighting infection. (B)(6) 2023 emergency hospitalization surgical procedure for port removal. (B)(6) 2023 recovery continues at home with continued high level of discomfort, skin remains very red at the left chest area (radiating down to 1/3-1/2 the breast) where port was removed and there is restricted left side arm movement. I am currently performing wound checks and dressing changes as prescribed in my post-surgical paperwork and taking a broad spectrum oral antibiotic for a 10day course of treatment. I have contacted my oncology clinic, the hospital, and the surgeon to make them aware that I believe this needs to be reported as an adverse event to the port implant I had. I am also self-reporting the adverse event as a consumer.